Event description:
The pt experienced a return of symptoms. Pump volumes were checked; the expected volume was 2.7 mls, the actual volume was 16 mls. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.